Event description:
A malfunction alarm was reported with no notable events occurring prior to it. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided the customer with pump reset information and assisted in resetting the pump. The customer planned to retrieve the charging pad at home and follow up.